Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving morphine (5.0 mg/ml at 0.2878 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient developed an infection at both the pump and catheter site. The patient was examined on (B)(6) 2015 and found the right abdominal incision showing some erythema, likely due to staple irritation. The incision was healing well, except for one area that was not yet well. The patient was administered prophylactic 300 mg clindamycin once daily for seven days on (B)(6) 2015. The patient was examined on (B)(6) 2015 and found the incision did not appear to be dehiscing and had a wide area of some soft tissue that had some drainage. The patient was examined again on (B)(6) 2015 and found the wound on her back was still healing by second intention. It did have a clear to white scant amount of drainage. There were steri-strips in place; however they were into the wound. The patient was examined on (B)(6) 2015 and found the wounds had opened with yellowish oozing. Redness, warmth, odor and pain at both the pump and catheter were noted. Laboratory testing was performed and pseudomonas grew in the cultures. On (B)(6) 2015 the pump and catheter were explanted. A wound exploration was also performed in which it was found the pump pocket was infected anteriorly and posteriorly. The patient was administered IV antibiotics. The event required in-patient or prolonged hospitalization. The patient was examined on (B)(6) 2015 and found the surgical wounds healing with no sign of infection. The event resolved without sequelae on (B)(6) 2015. The event was noted as related to the device or therapy. The event was noted as unlikely related to the implant procedure. If additional information is received, a follow-up report will be sent.